Event description:
It was reported that cartridge did not fully snap into pump. There was no reported impact to the customer¿s blood glucose level. Customer inspected pump and pneumatic tap area with guidance from technical support, removed misplaced o-ring and cleaned area, confirmed cartridge o-ring was intact, reloaded original cartridge through pump load menu, and successfully resumed insulin therapy.